Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+0.5/010 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted due to low vault.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic broken. Dimensional inspection was unable to be performed due to broken haptic. H6: 1766 should have been included previously. Claim #(B)(4).

Manufacturer narrative:
B5-additional information: reportedly, lens opacity asc was reported; observed on (B)(6) 2021, after lens was explanted. Miol surgery planned. Claim# (B)(4).